Event description:
It is reported that staff could not deflate the balloon after the fms was inserted in the patient. Information received via complaint form which indicates the following: "the issue was the balloon was unable to be deflated properly because the syringe was not properly luer locked onto the balloon port."

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There was no report of a patient being harmed as result of this malfunction. It is reported that the fms device was removed from patient on (B)(6) 2013, but no details of removal were available at this time. A call was placed to (B)(6), who declined to discuss further event/patient details, but it was agreed that a fms questionaire would be completed, therefore one was mailed to her at time of event. Lastly, the replacement of three (3) fms devices was requested by complainant. An investigation was conducted by the supplier based on review of retention samples from related lot. Results showed balloon appearance, catheter body and valve functions to be normal. Supplier concluded the following: if during manufacturing process the balloons failed test it will be detected and product stopped; if syringe is not fully connected the balloon cannot fully be inflated or deflated; because of no product returned, the actual method of operation and the defective situation is unknown. It is concluded that no corrective actions and prevention could be reached without a returned product. This is case has been included in the post-market surveillance monitoring. A returned sample was not expected for this complaint. No additional information is expected.